Event description:
The initial reporter stated that during the first routine fill of the lap-band adjustable gastric banding (lagb) system, there was an access port tubing leak which led to explantation and replacement of the access port.